Event description:
During troubleshooting for an unrelated alarm during drain on a homechoice (hc) machine, it was reported that the registered nurse (rn) found a system error 2367 (resume error, critical error found) alarm in the alarm log. During evaluation of the returned hc, it was found that there was a system error 2240 (air in set) alarm that occurred prior to the system error 2367. A system error 2367 is an alarm that is due to a previous system error alarm and is a result of cycling the power to clear the system error 2240 alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.